Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft. There were multiple previously implanted stents in the lesion and upon advancing a 3.00 x 28mm synergy ii stent, the device got caught up with one of the implanted stents. The physician attempted to withdraw the device; however, the stent was pulled off the balloon. Subsequently, the physician advanced a new balloon and deployed the stent where it was dislodged. No patient complications were reported and the patient's status was fine.